Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been having issues with her insulin pump telling her that she has calibration errors. The customer's blood sugar level was 279 mg/dl. The pump alerted bad sensor after two consecutive calibration errors. We discussed with the customer the importance of timing calibrations and the correct calibration protocol. We advised the customer to change out the sensor and if they have any more issues to call us back. No further information was reported.